Event description:
It was reported that the t6 lead had migrated, causing loss of stimulation. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. The physician had trouble placing the lead at t6, therefore opted to place the new lead at t5. Postoperatively, the patient has effective therapy.